Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high". Prior to the ER in an attempt to treat the elevated bg, the customer administered a manual injection of insulin. Customer was treated prescription long-acting insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.